Event description:
Nurse reported pt appeared to be diaphoretic and lethargic, reported initial blood glucose result of 25 mg/dl on inform system 1, treated with d-50 based upon 25 mg/dl result. Reported additional results of 346 mg/dl on inform system 1, 183 mg/dl on inform system 2 within 10 minutes of initial 25 mg/dl. Also reported within 10 minutes of the 346 mg/dl on inform system 1 and the 183 mg/dl on inform system 2 was a result of 141 mg/dl on inform system 2 and a lab result of 140 mg/dl. No adverse event reported. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
Medwatch is for inform system 2. Please see medwatch with a1 pt for report on inform system 1.